Manufacturer narrative:
The insulin pump was received with intermittent button response on all of the buttons due to flattened dome switches; the connector on the lcd board was not unlocked during our visual inspection. No unexpected motor error alarms noted. No moisture damage noted on all electronic assemblies or motor assembly. The reservoir was filled and a manual bolus was programmed with no air bubble anomalies noted during our testing. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The motor was tested outside of the device and passed. The insulin pump had cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The patient's blood glucose level was 547 mg/dl at the time of the call. The customer treated their blood glucose with syringes. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.